Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous superficial femoral artery that is 80% stenosed. The ht command es 14 guide wire was placed in the anatomy with resistance felt and after some time it was observed that the gloves had stained green with the coating of the wire. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified, moderately tortuous and 80% stenosed anatomy resulting in the reported difficult to advance. Manipulation of the device likely resulted in the reported peeled/delaminated core (gloves had stained green with the coating of the wire). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.